Manufacturer narrative:
Device history review was conducted and no anomalies noted. Eval summary: issue: injury needle break off. Eval summary - 62 sealed samples returned from lot 6032988. A 10x visual examination of 15 samples. DHR review of lot 6032988. Results: no issue observed under 10x visual inspection. No related issues during DHR review. Bd conducts a full investigation into all returned complaints but unfortunately on this occasion as the offending item was not returned further analysis could not be carried out. All bd needles conform to (B)(4) "stainless steel needle tubing for manufacture of medical devices" with normal single use bending/breakage should not occur. Bd will monitor should a trend arise.

Event description:
Company rep reported that needle broke off in pt's abdomen. Local anesthesia was given to remove needle, however, there was no success.